Event description:
It was reported, the patients blood glucose level rose to 300 mg/dl, while wearing the pod between 24 and 36 hours. The patient reported, that there was an error message saying, insulin delivery stopped.

Manufacturer narrative:
Attempts to retrieve the download data were unsuccessful. Without the data, it could not be determined, if the device generated any alarms. Corrosion was observed, on the top and bottom housing, bottom battery, and pcb assembly. All battery voltages were measured to be below the expected range. The low battery voltage can be attributed to the corrosion observed on the device. Further inspection of the device found a tear on the unexposed portion of the soft cannula. The internal tear allowed fluid to leak into the device resulting in the corrosion.